Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the hospital: at 15:35 in the emergency ICU, the critically ill patient to be treated needed to use a ventilator. During the standby machine test, it was found that the device self-test could not pass, and the airtightness test failed. As the ventilator is a life support device, it has not been connected to the patient for use. However, if it occurs during use, it will affect the effectiveness of use, so it is necessary to report for repair immediately.

Event description:
Hamilton medical ag received the following incident description from the hospital: at 15:35 in the emergency ICU, the critically ill patient to be treated needed to use a ventilator. During the standby machine test, it was found that the device self-test could not pass, and the airtightness test failed. As the ventilator is a life support device, it has not been connected to the patient for use. However, if it occurs during use, it will affect the effectiveness of use, so it is necessary to report for repair immediately.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.